Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported (B)(6): "we have a request from a surgeon, who has asked for a bailey-walker liner exchange."